Event description:
Inplant funnel used to introduce breast implant into subpectoral pocket during a redo mastopexy augmentation on (B)(6) 2020. I used two different funnels during this case because the first funnel that I used on the right, broke. There is no infection currently on the left. The right breast developed cellulitis at the incision line which did not resolve with antibiotics. Cellulitis developed on (B)(6) 2020. Washout of the right breast occurred (B)(6) 2020 with attempted implant salvage. Within the pocket there was about 20 cc of extremely exudative material, not malodorous. This was sent for culture - aerobic, anaerobic, fungal and afb. The pocket was irrigated with 5l of antibiotic irrigation and betadyne. Patient is currently on keflex. Https://www.inplantfunnel.com/. FDA safety report ID# (B)(4)..